Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The lot number provided by the patient was found to be an invalid lot number for a baxter device (h17128078); however, the lot number was determined to likely be h17i28078. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a leak from the patient line of the homechoice cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from the patient line. The patient was advised to end therapy and was assisted with re-setting up to start over with new supplies. During the troubleshooting, the patient reported to have used sharp objects to open the boxes and did not verify that the patient line was primed prior to connecting. However, during the follow up with the patient, they stated that they were not sure if the leak was from the patient line of the homechoice cassette or the patient extension set at the connection point. There was no patient injury or medical intervention associated with this event. No additional information is available.